Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt went to the ER because he was feeling surges of stimulation, and the stimulation was occasionally turning itself off. F/u on the pt reported that the pt's ipg had turned off due to battery depletion. After fully recharging the ipg, it worked normally. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.